Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) reported to our (B)(4) affiliate that he/she ¿had discomfort issue and went to the doctor.¿ the pt was reported the event occurred on (B)(6) 2016. The pt reported that he/she had a redness, itching, and discomfort od after wearing the acuvue 1-day moist for astigmatism lenses for 1-2 hours. The pt reported that he/she wore the contact lens till evening and reported that the od was red after he/she removed the lens. The pt reported that the following morning the pt reported that the od was swollen. The pt went to an eye care provider (ecp) was the pt reported that the ecp advised that he/she ¿had ¿keratitis¿ on right eye, and this might be caused by the solution.¿ the pt was prescribed optodexine eye drop once every 4 hours, cravat ophthalmic solution once every 4 hours, and systane altra eye drops, when necessary. The pt reported that he/she discarded the suspect lens. On (B)(6) 2016 a medical receipt was received from the pt's treating ophthalmologist stating that the diagnosis was conjunctivitis. No additional medical information has been received from the pt after multiple attempts. This event is being reported as a worst case od event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00lr0k was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.